Event description:
Per the clinic, the device was explanted on (B)(6) 2021 and there are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient developed an infection at the implant site, and was treated with antibiotics (type not reported). The patient underwent surgery on (B)(6) 2021, to drain the infection. The implanted device remains.